Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional findings of distal conductor blood/body fluid (not obstructed), stylet stuck in lead-distal coil and blood in/on helix mechanism (sleeve head) and in/on helix mechanism. Analyst commented that helix was not functional at time of evaluation due to dried blood in distal conductor on electrode end preventing torque transfer when the is-1 pin is rotated.

Event description:
It was reported that during the implant attempt, the lead helix would not extend after it was retracted. The lead was removed and replaced. No patient complications have been reported as a result of this event.